Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states chair has new batteries and one of the positive terminal fuses are melted.